Manufacturer narrative:
(B)(4). Concomitant medical products: the patient's medications include; aspirin, crestor, lisinopril and metoprolol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On or about (B)(6) 2016, follow-up imaging showed incomplete wall apposition of the trunk-ipsilateral leg component, a proximal type I endoleak with aneurysm enlargement of ~ 1cm. On (B)(6) 2016, an additional procedure was performed to treat the endoleak. Aptus endostaples were tacked through the trunk-ipsilateral leg component and into the proximal aortic neck to ensure circumferential device wall apposition. Additional ballooning was performed utilizing a coda balloon catheter, reportedly final angiography showed the endoleak persisted, however, flow had significantly decreased. The physician elected to conclude the procedure and will continue to monitor the endoleak. Reportedly, the physician believes the endoleak may resolve after the heparin is reversed. The patient tolerated the procedure. The physician is reported to have stated the cause of the endoleak was a lack of circumferential device apposition as a result of aortic remodeling.

Manufacturer narrative:
The event date will be corrected to (B)(6) 2016 to reflect the first date evidence of an endoleak was identified.